Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell two of four. The technical service representative (tsr) explained the alarm and instructed the care giver (cg) to cycle the power on the hc to clear the alarm. The cg was instructed to start over with new supplies. The cg indicated that the hp noticed that the heater bag looked ¿smashed up¿. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.